Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Functional test: the sample was tested on leak test. The test was performed under water symmetry and leak test method. Results: during the test, a leak was found in the cuff. The complaint was confirmed. Root cause: shows, a bad assembly, not follow instructions and manufacturing defect from molder. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the cuff was found broken and there was leak: no patient injury was reported.